Manufacturer narrative:
The elecsys hbsag ii assay reagent lot number is 83497601. The expiration date is 31-aug-2026. The investigation reviewed the data provided by the customer: the qc results are within the specified ranges, but shifts were noted. The pre-analytical data do not indicate any issues. The field service engineer inspected the module and did not find any issues. He discovered that the customer had not cleaned the water tank for almost a year. The investigation determined that the customer did not follow the labeling regarding the duplicate re-determination of initially reactive assay results. Product labeling states: "monthly maintenance - cleaning the water tank contamination inside the water tank will result in contamination of the entire flow path and adversely affect all measurements. Clean the water tank monthly." "Interpretation of the results all initially reactive or borderline samples should be redetermined in duplicate using the elecsys hbsag ii assay. If cutoff index values < 0.90 are found in both cases, the sample is considered negative for hbsag. Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. The investigation determined that a customer maintenance issue (cleaning of the water tank) caused the event. The customer also did not follow the duplicate redetermination of reactive results. The investigation did not identify a product problem.

Event description:
The initial reporter alleged discrepant elecsys hbsag ii assay results for two patient samples tested on the cobas 6000 e601 module. Patient sample 1 the initial result from the first module was 4.13 coi (reactive). The repeat result from the second module was 0.370 coi (non-reactive). Patient sample 2 the initial result from the first module was 5.26 coi (reactive). The repeat result from the second module was 0.436 coi (non-reactive). The initial results were not reported outside the laboratory. The repeat results were deemed correct.